Event description:
The customer reported having an excessive no delivery alarms and she was hospitalized for high blood glucose. The customer stated that her blood glucose was 274mg/dl when she work up in the morning. The customer ate a small portion of food and went to work. When she arrived at work she fell nauseous and vomited. The customer returned home. The customer felt dizzy and fell over the table. Paramedics were called and when they arrived the customer's blood glucose were 500mg/dl. The customer stated that she felt better and paramedics were sent away. However, the customer stated that she started to feel sick and her sister was called and took her to the emergency room. It was stated that the events leading to her admission was her potassium being at a dangerous level, nausea, and vomiting. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.